Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture on the right ventricular (rv) lead. It was noted that at maximum outputs the lead was unable to capture. Subsequently, the rv lead was surgically abandoned and replaced. The crt-d remains in service. No additional adverse patient effects were reported.